Manufacturer narrative:
The device was received for evaluation. During functional testing no issue with the door was observed and it was functioning properly. A review of the event history log revealed multiple 'shut door - power off' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified however evaluation did not observe any symptom or potential cause of the reported problem therefore no correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not sense the door was closed. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.